Event description:
The downloaded pt event was being reviewed by ers clinical affairs and what appears to be a malfunction with the impedance circuitry prevents the device from analyzing the pt's rhythm to deliver defibrillation therapy. There were no reports of any adverse affects to the pt as a result of the associated incident.